Manufacturer narrative:
Evaluation summary: blood residue was visible throughout the inner lumen. The device was placed in the water bath to disperse blood. The stent was not positioned correctly on the balloon between the marker bands as per specifications, stent had moved proximally over the proximal marker bands. Deformation was evident to the 6th, 7th and 8th distal stent wraps with struts raised. No deformation was evident to the distal tip. The inner lumen patency was verified. (B)(4).

Event description:
The physician intended to use a resolute integrity drug eluting stent to treat a non-tortuous, severely calcified lesion with 79% stenosis in the right coronary artery. There was no damage noted to packaging. There were no issues noted when removing the device from the hoop/tray. The device was inspected with no issues. The lesion was not pre-dilated. The device did not pass through a previously-deployed stent. Resistance was encountered when advancing the device. Excessive force was not used during delivery. It is reported that the device could not pass the lesion and was noted to be deformed when it was pulled back. The procedure was successfully completed. There is no patient injury. The physician commented that the event was due to use of the device in difficult lesion morphology/anatomy, i.e. The event was procedural related and not device related.